Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer also reported that the insulin pump would not stop delivering insulin when blood glucose is below 40 mg/dl. The customer stated that they received an alert but they were unable to troubleshoot at the time of call. The customer mentioned that there was scratch on the lcd display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error130 alarm noted and rewind functioned properly during testing. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.